Event description:
The patient contacted lifescan alleging that her one touch ultra meter had a test strip port issue. The test strips were tearing upon insertion into the meter. The patient was unable to test her blood glucose level on the reported meter. A nurse tested her blood glucose level and obtained a 147 mg/dl. No treatment was received. The patient did not allege harm. There is no indication that the patient experienced injury or medical intervention. The customer care representative verified that there was no misuse of the meter. Since the patient was unable to obtain a blood glucose result due to the test strip tearing, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.